Event description:
It was reported that a sudden increase in lead impedance, from the 400 ohm range to 1200 ohms, triggered the patient alert, indicating a likely lead fracture. Infinite impedance measurements were also indicated. The lead was explanted and replaced. Additional information with the returned device reported inappropriate shocks, sensing difficulty, high impedance, apparent lead fracture, and non capture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor was fractured; full lead was returned for analysis.